Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. On an unreported date, the patient was hospitalized for the event on an unreported date, the patient was treated with ciprofioxacin cpfx (dose, route and frequency were not reported) and other unspecified anti-inflammatory drug (dose, route and frequency were not reported). At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow up.

Manufacturer narrative:
Additional information : upon follow up it was reported the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.